Event description:
It was reported through a research article identifying acculink and xact stents that may be related to the following events: periprocedural transient ischemic attack, hypotony (hypotension) requiring reduction of anti-hypertensive agents, fluid infusion, and transient catecholamines infusion.

Manufacturer narrative:
(B)(4). The reported patient effects of hypotension and transient ischemic attack (tia) are known observed and potential patient effects as listed in the rx acculink carotid stent system, instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xact referenced is being filed under a separate medwatch report.